Event description:
Expired product was implanted during a spinal surgical procedure.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.